Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement and self tests. No unexpected critical pump errors (open book image) were noted during testing. On the other hand, multiple unexpected pump error 25 did occur during testing. Self test returned a pump error 75. Attempt to upload using thus was successful. After visual inspection, there is corrosion in/around the following: battery board; electrical board 1--multiple components along the bottom including, multiple components along the top backside, terminal of the motor flex cable, electrical board 1, terminal of the lcd flex cable. After inserting a known good electrical board 2 and a known good electrical board 1 into the test case, the sleep current measurement fell within specifications. After swapping the test electrical board 2 onto a known good electrical board 1 and then into the test case, the sleep current measurement was within specs. Finally after swapping known good electrical board 2 onto the test electrical board 1 and then into the test case, the sleep current measurement measured high. Not only that but when the aa connector was unplugged from the connector, there was no insert aa battery now message. In summary, the high sleep current measurement, pump error 75, and pump error 25 are due to the moisture damage on electrical board 1. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked case near the corner of belt clip rails, broken belt clip rails, cracked keypad overlay, keypad overlay scratched, keypad overlay texture damage, scratched case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an open book image on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.